Event description:
The plaintiff's attorney alleged the plaintiff experienced an unspecified injury on an unk date after use of the product.

Manufacturer narrative:
This is one event (unspecified injury) for the sam pt involving two separate products.